Event description:
According to the reporter, during a procedure, the device was difficult or unable to close, and partially fired. Another stapler was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.